Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a1,a2,b7,d3,g1,g2. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia and adhesions following surgery.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted the mesh was in a wad in the center of the defect with a complex set of connections to her omentum. It was basically tied in knots and I opted for resection of the omentum along with the nonfunctioning mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.